Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a missing end cap sticker, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer replaced battery several times, but the pump is not turning on. The customer's blood glucose was 85mg/dl. The customer stated after replaced battery another time, the display did not return. The pump had a missing dome label sticker noted. The customer was advised the pump will be replaced and revert to back up plan.